Event description:
New information notes that the patient presented for a follow up in clinic. Testing revealed there were no non capture issues but that what was being observed was left ventricular bigeminal premature ventricular contractions (pvcs). No programming changes were made since this was intrinsic. The issue was medication related. The patient received a change in medication. The patient was being monitored and was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. It was noted that non capture was suspected due to lack of t waves and intrinsic r waves occurring shortly after each paced beat. Further evaluation was recommended. There were no reported patient symptoms or consequences. .